Manufacturer narrative:
H3: product evaluation: lens was returned dry within a microcentrifuge vial. Visual inspection found an optic deformed and haptic torn and deformed lens. Dimensional inspection found the lens to be manufactured within specifications. Functional inspection found the returned lens to not meet original values measured at the time of manufacturing. Claim# (B)(4).

Manufacturer narrative:
H6: 4110 - work order search found no similar complaints. Manufacturer narrative:. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was later exchanged for a same size, different power lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6: 3331 - device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).